Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. The submitted log files were unremarkable, and appeared to show the pump functioning as intended. The heartmate 3 lvas IFU lists hemolysis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. Although infection was not reported, the hm 3 IFU also states that infection among implantable left ventricular assist device patients is common, especially in patients with multisystem organ failure who require prolonged stays in the ICU. Infection and renal failure are also listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient experienced elevated lactate dehydrogenase (ldh) in the 800s u/l, and symptoms of multi organ dysfunction syndrome (mods) with sepsis. Patient was transferred to cardiovascular intensive care unit (cvicu) to receive care. The patient was placed on continuous renal replacement therapy (crrt). No additional information was provided.